Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, a fresenius field service technician (fst) went on-site and performed a machine evaluation. The fst was unable to duplicate the reported issue. The fst verified machine functionality and calibrated the uf pump as a precaution. A records review was performed on the reported serial number by the manufacturer. An investigation of the device manufacturing records. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without confirmation of the reported issue.

Event description:
A user facility registered nurse (rn) reported that a fresenius 2008t hemodialysis (hd) machine pulled more fluid from the patient during treatment than what was programmed. The machine was programed to a uf goal of 260 ml and treatment time of 4 hours, however, one hour into treatment, it was noted that the machine had already pulled 280 ml. A registered nurse (rn) stated during follow-up that the uf was manually adjusted in order to minimize additional fluid removal for the remainder of the treatment runtime. The uf was not turned off at all during treatment. The patient was able to successfully complete treatment on the machine without experiencing a serious injury, adverse event, or requiring any medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. The user facility biomedical technician (biomed) stated that a fresenius field service technician (fst) came on site to evaluate the machine and could not duplicate the reported issue. The fst verified the functionality of the machine and calibrated the uf pump as a precaution. The machine was returned to service and no parts were replaced nor machine repairs made.

Event description:
A user facility registered nurse (rn) reported that a fresenius 2008t hemodialysis (hd) machine pulled more fluid from the patient during treatment than what was programmed. The machine was programed to a uf goal of 260 ml and treatment time of 4 hours, however, one hour into treatment, it was noted that the machine had already pulled 280 ml. A registered nurse (rn) stated during follow-up that the uf was manually adjusted in order to minimize additional fluid removal for the remainder of the treatment runtime. The uf was not turned off at all during treatment. The patient was able to successfully complete treatment on the machine without experiencing a serious injury, adverse event, or requiring any medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. The user facility biomedical technician (biomed) stated that a fresenius field service technician (fst) came onsite to evaluate the machine and could not duplicate the reported issue. The fst verified the functionality of the machine and calibrated the uf pump as a precaution. The machine was returned to service and no parts were replaced nor machine repairs made.